Event description:
Complainant alleged that the device's power reset when pressing the discharge button. Complainant did not indicate that there was any patient involvement in the reported malfunction.